Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Reportedly, the customer was able to charge the pump with an alternate adapter. Additionally, it was reported that the pump was not delivering insulin as intended and that the pump battery was depleting quickly. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.